Event description:
The customer reported on (B)(6) 2012 to customer service that when she received a replacement power adapter on (B)(6) 2012, it arrived broken and cracked. She taped it together and used it until it stopped working on (B)(6) 2012.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product has been evaluated ¿ the customer¿s report of a breach transformer housing was confirmed. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was split open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. Voltage across the dc plug was measured as 14.0 vdc, which is normal and indicates that the transformer is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.2 ohms, which is normal and indicates that the thermal fuse did not blow.